Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600i synchron access clinical system gave erroneously low sodium (na), potassium (k), and chloride (cl) results on approx five to ten pt samples. The erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. There were no reports of death or serious injury. The ion selective electrode (ise) system was calibrated on (B)(6) 2009 at 1700. Quality control (qc) results were within the lab's established ranges. The erroneously low ise results were generated by the analyzer at approx 0100 on (B)(6) 2009. The customer re-ran the pt samples from before and after the event and found that the repeat results correlated with the originals. The ise system was calibrated again at 0800 (B)(6) 2009. The calibration passed and the qc results were within the lab's established ranges. The customer did not indicate if amended reports were issued.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and found serum separator tube gel residue on the sample probe, wash collars and associated tubing. The fse concluded that an improperly prepared serum separator tube was loaded on the analyzer which partially blocked the sample probes but not enough to trigger an obstruction error or sampling error. The fse worked with the lab director to provide sample handling training for the laboratory staff. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events. This MDR represents event 10 of 10 reported by this customer. This MDR is related to the following mdrs that have been reported: 2050012-2011-05596, 05597, 05598, 05599, 05600, 05601, 05602, 05603, 05604.